Event description:
It was reported the customer was hospitalized for high blood glucose. The customer also reported an e-11 alarm. The alarm history was reviewed and found a low reservoir alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.